Manufacturer narrative:
Additional information has been requested. Implant date reported as 2009. Device history record has been requested and device is in the investigation process.

Event description:
Patient experienced 2 broken sternal plates. He was originally wired and the wires broke; patient was partially healed so the surgeons chose to put in 2 plates. Surgeon is unsure how much activity patient performed; he is a roofer. Both plates broke and were explanted; no bone healing had occurred and the cartilage was torn. This is the first of two reports for this event.